Manufacturer narrative:
The insulin pump was received with intermittent act button due to flattened dome. The keypad connector was inspected and no anomalies noted. No button error alarms noted. The insulin pump was received with minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had button error alarm on their insulin pump. The customer's blood glucose level was reported to be 150mg/dl. It was reported that the pump would be replaced and returned for analysis.